Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the setscrews cross threaded while being inserted into the bone screw because the counter torque was not sitting flush. No patient complications were reported.